Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, an ilet displayed unresponsive or locked touch functionality when off the charging pad but operated normally while connected to the charger, and normal function was restored after a restart. There were no adverse clinical effects reported, and blood glucose values were reported to be within range. The outcomes included no injury, no alarms, and no requirement for medical care. An investigation was conducted, which included guided troubleshooting and a device restart. Following the restart, normal usability returned. Review of the available information indicated a temporary user interface responsiveness issue that resolved with reboot, with no evidence of an ongoing hardware or screen malfunction. Based on previously established findings for similar reports, it was concluded that the cause was a transient device software or user interface state that was resolved through power cycling. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.